Event description:
This was a right-sided, cardiac lead extraction performed in the or to remove a ra/rv lead (vdd 426-31; 10yrs old) due to acute endocarditis with vegetations. The patient was prepped with an arterial line, fluoroscopy in use, echo and cvs were available. This patient was transferred from another hospital after a failed manual lead extraction attempt. Due to this previous extraction attempt the lead was damaged and the md was unable to insert a lld into the lead. A lead wire was used to secure the lead and lasing began with a 14f sls ii. After surpassing the innominant/svc junction the md upsized to the 16f sls ii. Lasing continued down the svc until the patient's blood pressure dropped. The cvs immediately performed a sternotomy, found a tear in the svc and was successfully repaired. The vdd 426-31 was removed during the surgical repair. The patient was transferred to the ICU for a successful recovery and was ultimately discharged.

Manufacturer narrative:
Device disposed of after use.